Event description:
It was reported that during a procedure performed by on (B)(6) 2014, while implanting a reform pedicle screw using a power drill, the thip of the custom reform polyaxial driver broke. The tip was lodged in the head of the screw and could not be removed. The construct was locked down as required with no delay to the procedure.

Manufacturer narrative:
The broken tip of the driver remains in the head of the screw implanted in the patient. Engineering examination of the fracture yields a conclusion that the driver was not fully threaded into the implant at the time of fracture. Root cause is attributed to user error. Review of manufacturing records found a total of (B)(4) pieces of this lot released for distribution on 11/6/2014 with no deviations or anomalies. A one-year complaint history review did not find any previous reports of tip fracture for the reported part/lot number.